Manufacturer narrative:
The actual device reported is not marketed in USA, but devices with similar characteristics (i.e biolox forte head, 28/-3.5 s 28/14) are marketed in USA, and therefore this report was filed. The insert and head were received, the investigation is ongoing. Where lot numbers were received for the device. The device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It is now reported, that a patient was implanted with a sulox, head, m, 32/0, taper 12/14 on (B)(6), 2015 on the left side. It was also reported, that the patient fell in (B)(6) 2017 and heard a cracking noise in her hip. During the revision surgery on (B)(6), 2017 it was noticed, that the head as well as the inlay were broken, both devices were removed. According to the surgical report, all broken parts of the devices were removed. The surgical report does not mention any surgery delay.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: revision due to implant fracture. Review of event description: it was reported that a (B)(6) female patient had primary tha on (B)(6) 2015 and later on (B)(6), 2017 she underwent revision surgery after the fall and subsequent cracking noise she experienced in (B)(6) 2017. Review of received data: 2 x-rays dated (B)(6), 2017, which were taken before the revision surgery, were received for the investigation. Ap view hip and lat view left hip x-rays dated (B)(6), 2017: the ceramic head of the left thr is observed to be broken. The femoral stem taper is not centered in the acetabular cup anymore and has moved cranially. The stem taper is most probably in contact with the acetabular shell. Distal stem tip is observed to be touching the cortical wall. Rounding of the bone at the location where distal tip touches is also visible. No signs of loosening is noticed for both the stem and the shell. However, the anteversion angle of the acetabular shell seems to be higher than the normally observed ranges. It is not possible to measure the inclination angle of the shell due to not having a ap view pelvis x-ray. Implantation surgery report dated (B)(6), 2015: diagnose: severely painful dysplasie-coaxrthrose left hip procedure: the acetabular socket is very flat with a dysplastic acetabulum as expected. Acetabulum reamed up to size 48. Acetabular shell seats very nicely in the acetabulum and shows a good hold. Pole screw is screwed and durasul inlay is inserted. Correct fit of the insert is confirmed. Rasping of the medullary canal up to size 3. Rich cortical bone is heard. Length ratios correspond to the plan. Reduction with trial head. Ideal tension, good flexibility. No dislocation tendency observed. Removal of the trial prosthesis and insertion of the definitive prosthesis avenir size 3, offset. Cleaning the cone and placing the sulox 32m head. Revision surgery report dated (B)(6), 2017: diagnose: ceramic head and pe inlay breakage in left hip operation: ceramic head and pe inlay change indication: patient fell over in macedonia a week ago and felt a herniated rumble in her hip. As a result, stress-related discomfort and instability in the hip. On (B)(6), 2017, she is in the hospital einsiedeln on the emergency room. A breakage of the ceramic head is detected, no loosening signs of the prosthesis components. Procedure: significant articular effusion observed, so first a puncture of the joint is performed. It is possible to aspirate dark brown, liquid material, which is sent in for bacteriological examination. Opening the joint capsule. Observation of black colored, significantly inflammatory altered, hypertrophic synovial fluid, which is almost completely removed and sent for histological examination. Several pieces of ceramics and a larger piece of polyethylene can be pulled out of the joint. The joint is cleaned. Removal of remaining synovial components and remaining polyethylene inlay. Neck of the stem is thought to have worked through the pe abd rubbed off slightly on the metal shell. A reliable fixation of the new head on the cone is certainly possible and the acetabular cup shows no damage of the metal inside. Therefore, extensive rinsing. Insertion of a size 32 durasul inlay. Cleaning and drying the cone and placing the 32m head of biolox option. Reduction of the hip. Very good stability. Free mobility without interference. Good tension. Devices analysis: visual examination: the pe insert and ceramic head were returned for the investigation of the case. Head: four large fragments were received. 3.9 % of the implant volume is missing. Inspection of the cone surface and bottom: fragments 1 and 4 show both primary as well as secondary metal transfer. Fragments 2 and 3 show only secondary metal transfer. Traces of blood were found on the fragments 1, 2 and 4. Only four large fragments were delivered. Inspection of the fracture surfaces: secondary metal transfer is especially visible on the fracture surfaces of fragments 1 and 3 and 4. Inspection of the articulating surface: metal transfer is visible on fragments 1, 3 and 4. Insert: pe insert was received in 2 large fragments. The insert could not be reconstructed fully as a significant volume of it is worn out. It is observed to be broken along the polar plug axis. Metal transfer is visible at the rim of the insert where it is in contact with the metallic shell. However, this metal transfer is not symmetrical along the circumference indicating a malpositioning of the insert in the shell. Two excessive grooves are seen at the bottom of anchoring surface, where one should ideally see two individual indents due to the contact with the metallic spikes of the shell. Those grooves indicate that the insert was not fixed in the shell and was rotating inside the shell. The articulating surface of the insert is enormously worn out, which was most possibly due to contact between the stem taper and insert after the breakage of the ceramic head. After long time of wear it is assumed that the bottom surface thinned out and eventually led to the fracture of the insert. The density of all large fragments is larger or equal to 3.98 g/cm3, the specified value is larger or equal to 3.96 g/cm3. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Surgical technique of allofit®/allofit®-s it alloclassic® acetabular system explains the correct implantation procedure. It is stated in preoperative planning section on page 3 that: "the inclination of the shell should form an angle of 40°¿ 45° to the pelvic horizontal line. A shell template of appropriate size is placed between the acetabular roof and teardrop figure, which serve as a reference to determine the shell diameter.the shell should be placed in an anteversion of 10° ¿ 15° intraoperatively." Conclusion summary: the female patient, bmi=27.4, underwent a revision surgery of the right thr due to the breakage of the ceramic head after 2 years 1 month in-vivo time. Explanted products (head and insert), x-rays after the breakage event and surgical reports were returned for the investigation of the case. The respective quality data for the ceramic head (analysis of raw material, sintering protocol, density measurement, measurement of grain size and inspection certificate) have been reviewed and confirmed to conform with the specifications. Examination of the insert showed the existence of unsymmetrical metal transfer at the snap fit area along the circumference indicating a malpositioning of the insert in the shell. It is highly probable that the locking mechanism failed due to improper assembly. Specifically, when positioning the liner slightly angular in the shell, the liner may drop out at a later stage. Further the deep grooves, where the metallic pins come in contact with the pe insert to have a fixed secure positon, indicates the inlay was rotating on the spikes of the shell. The inlay should not be rotating within the shell, once it is impacted. Therefore, it can be hypothesised that rotation of the insert in the cup started at an unknown point of time and subsequently led to the contact of the ceramic head with the metallic shell. Significant stress acting on the head, dangerous contact of the head with the metallic shell and unbalanced force situation of the whole system resulted in the breakage of the ceramic head. After this point, stem taper got in contact with the pe insert and contributed to the wear-out of the insert. This series of events in the end led to the breakage of the insert and the stem taper became in contact with the metallic shell surface resulting in metal wear. Besides the wrong assembly procedure of the insert, further possibilities of dissociation from the shell include high impaction load applied during existence of soft tissue and/ or debris left between insert and cup prior to impaction, slight decrease of the insert outer diameter (material reduction) prior to implantation in case the product was stored in a cold place or slight deformation of the metallic shell due to the very hard bone conditions. Those scenarios could have led to a non-satisfying stability/anchorage of the insert within the cup. Besides the hypothetical theory explained above, possible reasons of the head breakage can also include particles between stem and head taper, wrong size of head offset, high patient activity, patient disregarding limits of the device, use of the head on a damaged stem taper and patient with high body weight (bmi of patient is 27.4 which is classified as overweight). However, based on the returned product and the given information the complaint could be confirmed, however, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The actual device reported is not marketed in USA, but devices with similar characteristics (i.e biolox forte head, 28/-3.5 s 28/14) are marketed in USA, and therefore this report was filed. The insert and head were received, the investigation is ongoing. Where lot numbers were received for the device. The device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It is now reported, that a patient was implanted with a sulox, head, m, 32/0, taper 12/14 on (B)(6), 2015 on the left side. It was also reported, that the patient fell in (B)(6) 2017 and heard a cracking noise in her hip. During the revision surgery on (B)(6), 2017 it was noticed, that the head as well as the inlay were broken, both devices were removed. According to the surgical report, all broken parts of the devices were removed. The surgical report does not mention any surgery delay.